Manufacturer narrative:
B4 - added today's date of the follow-up correction report.

Manufacturer narrative:
Moved b6 and b7 information from follow-up #1 to b5 and b6 as this is the intended spot.

Event description:
Reported discrepant sars results for 1 asymptomatic consumer. The consumer communicated that they received a positive quickvue otc result and mentioned testing negative with other brands of over-the-counter antigen testing. The consumer did not have the results of pcr testing available. An additional consumer event was also communicated which is captured on a separate report.

Event description:
Reported discrepant sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they received 1 positive followed by 2 negative results with quickvue otc testing. The consumer also mentioned testing negative with other brands of over-the-counter antigen testing but did not have the results of pcr testing available. The most recently used quickvue otc test lot number was provided but the consumer did not have the lot information from the first 2 tests.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine source: phone.